Event description:
It was reported that during a trial, the patient had a panic attack when feeling the stimulation. The patient underwent a lead pull and the patient was doing well after. The removed leads will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-231650e, serial: (B)(4), batch: 7182325.